Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11 additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure from wear.

Event description:
It was reported by japan that during service and evaluation, it was determined that the motor device produced heat, had worn bearing, was loose, hose damage (excluding rupture), produced excessive noise, had insufficient/low power, leaked liquid and had cosmetic damage. It was further determined that the device failed pretest for hose assessment, muffler tube assessment, loctite assessment, temperature assessment, noise assessment, noise assessment, rotational speed assessment and oil leak assessment. It was noted that the device had hose flaw, no muffler color label, muffler tube loose, set screw loose, housing pin loose, temperature ng, abnormal noise, vibration, insufficient rotation speed and oil leak at swivel section. It was noted in the service order that the device leaked air. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2024. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.